Event description:
During a follow-up in clinic, inadequate capture due to dislodgement was discovered on the right ventricular (rv) lead. X-ray imaging was performed which confirmed the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.